Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that when they attempted to increase their therapy settings, a settings not available cannot provide your desired intensity, message displayed. Pt confirmed that the ins was 60% charged. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient regarding an implanted neurostimulator. Patient reported that for a few weeks now they have seen the settings not available message when trying to adjust stim. Patient stated they are on group c and when they tried to increase stim, they saw this message. Patient said they then turned stim down to 4.8 and wanted to increase back to 4.9 were it has been for a few months and has been working good but then they were not able to increase anymore due to the settings not available message. Agent reviewed meaning of message. The patient was redirected to their hcp to address the issue. Additional information from manufacturing representative (rep) and a patient indicated that the patient was unable to turn up their stimulation. Contact 2 and contact 15 is showed high impedances. The patient was using a program that utilized those contacts for stimulation. The patient was reprogrammed, avoiding those contacts. Patient states he does not know how or what would cause high impedance. Patient will try new programming to see if they continue to get the same amount of relief. Patient to follow up with hcp if they notices a difference in relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.